Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed reed switch, designator sw5. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker overserved that the device intermittently won't power on when the lid was opened. As a result, defibrillation therapy may have been delayed or unavailable, if needed.